Event description:
Received user facility medwatch #(B)(4), stating that during a laparoscopic resection of liver cyst procedure; the seal around the tip appeared to be burnt (peeling away and tips were sticking). There were no patient consequences reported. The device is not available for return.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent possibly reprocessed. The lot number given by the hospital is not our lot number for the device.